Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct during a jejunogastrostomy procedure performed on (B)(6) 2024. During the procedure, the stent first flange was deployed; however, it did not expand. The physician proceeded to deploy the second flange, and a non-boston scientific stent was implanted to serve as an anchor and prevent the stent from moving out of its position. Reportedly, the physician is comfortable leaving the stent in place. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the device was intended to be placed during a jejuno gastrostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum. ***additional information received on december 5, 2024*** it was reported that the stent was placed in the common bile duct and was not used during a jejunogastrostomy procedure as the bile duct cannot be accessed transgastric to the jejunum.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with the additional information received on december 5, 2024. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct during a jejunogastrostomy procedure performed on (B)(6) 2024. During the procedure, the stent first flange was deployed; however, it did not expand. The physician proceeded to deploy the second flange, and a non-boston scientific stent was implanted to serve as an anchor and prevent the stent from moving out of its position. Reportedly, the physician is comfortable leaving the stent in place. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the device was intended to be placed during a jejuno gastrostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.